Event description:
During a procedure, when the device was loaded with suture, the surgeon went down and took a bite, and the jaw then broke off. It was reported that a piece of the end jaw where the needle advances through broke off, after the needle was advanced into the tissue; the broken piece it is just the ¾¿ end of the jaw. The surgeon was able to get the full piece with a grasper. It was reported that it took a few minutes to fish the broken piece out of the shoulder. There was no backup instrument available. The surgeon had to improvise and use 2- accu-pass suture shuttles to finish the case, which was an add cost to the case. It was reported that the angle was difficult to get to the rotator cuff with the suture shuttle device. The surgeon had to use a right and a left shuttle. There was more than 1 hour operative delay because of the difficult angle and not having the correct instrument. The procedure was successfully completed.

Manufacturer narrative:
The device expiration date is unavailable at this time. One elite-pass suture shuttle w/ratchet was returned for evaluation. Visual assessment confirmed the reported breakage. The movable jaw has broken free from the shaft. The break is angular in nature consistent with over torquing. The shaft is bent and its outer sheath is deformed were the movable jaw interfaces when in the open position. Per the devices instruction for use under ¿precautions¿ as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in the instrument¿s failure. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).